Event description:
It was reported that before an oral surgery, a black fluid/oil came out of the device. There was no reported pt or user injury, and it could not be verified whether or not there was a delay in the procedure or if the procedure was completed successfully.

Manufacturer narrative:
The drill has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the investigation is complete.